Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was leak noted from endotracheal tube after patient was intubated. Patient had to be re-intubated with a different nim endotracheal tube. Anesthesia assistant tested both the cuff and pilot balloon and showed the defect was in the pilot balloon valve. The tube was visually inspected prior to use, though it is unknown whether the cuff was inflated or deflated by the anesthetist beforehand; post-exchange testing confirmed that while the cuff itself was intact, the pilot balloon valve was malfunctioning, user demonstrated by two tests, first, inflation of the cuff with applied weight simulating tracheal wall pressure resulted in significant deflation within 5¿10 minutes, and second, clamping the pilot balloon line (protected with gauze) under the same conditions showed no change in cuff volume for over 30 minutes indicating a slow leak isolated to the valve, which clinically presented as gradually decreasing delivered tidal volumes over 5¿10 minutes; the cuff was initially inflated with 7 ml of air using a 10 ml syringe and cuff pressure was verified and adjusted with a cufflator as needed to avoid overinflation; there was no patient injury, desaturation, or hemodynamic instability, and although additional air was temporarily added twice, the persistent leak led to the decision to exchange the tube, causing only a brief case delay to remove sterile drapes, reintubate, and re-prep before the procedure continued uneventfully. There was a patient injury.